Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the shock impedance has been out of range for at least 6 months. The lead remains in use. No adverse patient effects were reported.